Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for ldhi2 lactate dehydrogenase acc. To ifcc ver.2 (ldh) and gluc3 glucose hk gen.3 (glu) on a cobas 6000 c (501) module - c501. The erroneous results were reported outside of the laboratory. The first sample initially resulted with an ldh value of 449 u/l and this value was reported to the doctor. The laboratory realized that the result was much higher than results of former samples from the same patient. The sample was repeated on (B)(6) 2017, resulting as 237 u/l. Serum indices for both first and second measurement had the same values. The 237 u/l value was slightly higher than previous results of the patient. On (B)(6) 2017, a second sample initially resulted with a glu value of 0.02 mmol/l and repeated as 0.05 mmol/l. The first value was transferred to the doctor, who did not trust the result. The sample was repeated on (B)(6) 2017, resulting as 3.1 mmol/l. No adverse events were alleged to have occurred with the patients. The patients were not treated incorrectly based on the erroneous results. The ldh reagent lot number was 202541, with an expiration date of 30-nov-2017. The glu reagent lot number and expiration date were asked for, but not provided. Precision studies were performed. Ldh calibration data was ok. Quality control data between 25-may-2017 and 09-oct-2017 for ldh recovers within range except for one outlier, which was documented as a handling issue. A general ldh reagent issue could be ruled out based on acceptable calibration and controls.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent issue could be ruled out since calibration and quality controls are acceptable. Plasma from primary tubes handled according to the manufacturer's instructions can still contain cells, leading to implausibly high results.

Manufacturer narrative:
The field service engineer found the sample nozzles and wash station were dirty. He cleaned the nozzles and wash station. The gear pump was checked and was ok. He cleaned a valve and adjusted a wash station. Quality controls were ok.

Manufacturer narrative:
Precision studies were performed and based on these results, pipetting precision was not ok. Pipetting precision was later found to be ok after a subsequent precision study was performed.